Event description:
Consumer complaint of low blood results. Expected blood glucose results not fasting range from 170 to 210 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing test results to freestyle handheld meter: trueresult meter: 140 mg/dl; freestyle meter: 171 mg/dl. Customer's a1c blood test also gave 8.7% high results last month. Back to back blood test performed during call not fasting ((B)(6) 2015 10:24am) with results of 151 mg/dl and 154 mg/dl. Verified storage of test strips is not within spec since kept in kitchen. Test strips lot MFR's expiration date is 04/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 106 mg/dl, (B)(6) 2015, 08:30:00 am; 106 mg/dl,(B)(6) 2015, 01:17:00 pm;115 mg/dl, (B)(6) 2015, 08:34:00 am; 140 mg/dl, (B)(6) 2015, 10:36:00 am; 124 mg/dl, (B)(6) 2015, 06:57:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strips had poor fill.